Event description:
A thin walled fep ringed gore-tex vascular graft with removable rings awas implanted as a bypass between a dacron graft and the left subclavian artery as part of a hybrid procedure in conjunction with a thoracic stent graft. Postoperatively, swelling around the left common carotid artery was detected. On echo, liquid was noticed around the thin walled fep ringed gore-tex vascular graft with removable rings. Sever months later, the thin walled fep ringed gore-tex vascular graft with removable rings was removed and another dacron vascular graft was implanted.